Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was reimplanted with a new fixture on (B)(6) 2013. This report is filed october 17, 2013.

Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2013, resulting in fixture loss. There are plans to replace the lost fixture, however, it is unknown if this has occurred as of the date of this report, (B)(4) 2013.